Event description:
On july 17th, the user contacted dario to report high blood glucose (bg) readings. The user reported that over a two-week period, he received high bg readings from his dario meter ranging from 139 mg/dl to 294 mg/dl. The user reported that on (B)(6) 2021, he received a bg reading of 294 mg/dl with his dario meter. Due to this high reading, the user reported that he went to the ER where his bg level was tested with the hospital's meter which read 115 mg/dl as did his non-dario meter at home. The user reported that the next day, he went to the doctor, who increased the user's medication from 500 mg of metformin two times per day to 1000 mg two times per day. Due to this incident, the user reported that he purchased another dario meter, which also gave him high bg readings. The user reported that he went to the hospital three additional times (one of the three ER visits was due to a bg reading of 190 mg/dl, and the second of the three ER visits was due to a bg reading of 156 mg/dl). Each time the hospital's meter read in the 115 mg/dl range or lower. Each hospital visit was followed by a visit to the user's doctor the next day. The user reported that his doctor told him that his covid-19 vaccine could be causing his elevated bg readings. The user reported that he is still taking the increased dosage of medication that the dr. Had prescribed after his first hospital visit. While on the phone, dario's representative asked the user to test with the current cartridge of strips, where the user received a reading of 139 mg/dl on his dario meter compared to a reading of 104 mg/dl on his non-dario meter. Dario's representative then instructed the user to open and test with a new cartridge of strips. The user received a reading of 96 mg/dl. The user reported to dario's representative during a follow-up call, that he had originally been using an expired cartridge of strips. The user also reported that ever since changing his cartridge of strips, his readings have not exceeded 120 mg/dl on either dario meter. Dario's user guide states in the section regarding "factors that may lead to inaccurate results", that the use of strips after the expiration date may lead to inaccurate results. Therefore, it can be determined that there was misuse of the strips (off-label use). This complaint is not confirmed.